Manufacturer narrative:
One 9f fast-cath duo introducer assembly was received for evaluation. The sheath section was not returned. Functional testing determined a leak was noted in the green side port. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, a leak from the hemostasis valve was noted. Therefore, it was removed and the introducer was replaced. The procedure was completed with no adverse consequences to the patient.